Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v281277, implanted: (B)(6) 2009, product type lead; product ID 3387s-40, lot # v281277, implanted: (B)(6) 2009, product type lead; product ID 7495lz51, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 7495lz51, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 64002, lot # n380037, implanted: (B)(6) 2015, product type adapter; product ID 37651, serial # (B)(4), product type recharger; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
A consumer reported they were charging too frequently. The patient recently had their implantable neurostimulator (ins) replaced with a rechargeable device and they were told the ins would be fully charged at implant. Three days after implant, the patient had to charge because the ins was already at 25 percent. The patient had to charge the ins again the day prior to this report. Both times, the patient charged for five hours with two coupling bars. The patient was concerned about the recharging frequency with their new ins. The patient was able to charge the ins to 100 percent both tomes they charged. The patient did not think the settings had been changed, but they may have ¿changed the spectrum.¿ the patient later reported that programming adjustments were made and the recharging frequency was partially resolved, but they were still charging more than before. A health care provider later reported via a manufacturing representative that the ins was not holding a charge. After implant, the patient was getting four days of therapy between each four charging session with 6-8 coupling bars. Currently, the patient was only getting two days on a full charge. The ins fully depleted after only a few days and the patient was prematurely losing therapy. Recharging education was done to ensure the patient was charging correctly. An impedance measurement showed some electrodes were out of range. The following high impedances were measured: c-0 = 25580, 0-1 = 25171, 0-2 = 23304, and 0-3 = 25790 ohms. The cause of the event was not determined. No interventions were done and the issue was not resolved at the time of this report. The patient¿s indication for use is parkinson¿s dual.

Event description:
Additional information received from a manufacturing representative reported that the patient was charging the implantable neurostimulator (ins) too often. The patient used to charge every four days, but then they started to have to recharge every two days which was too often. The patient wanted to know if there was something wrong with the ins. The ins was being charged to 100 percent full. The recharge statistics from the clinician programmer showed the patient had charged to 100 percent after 3.7 hours on (B)(6) 2015, 3.1 hours on (B)(6) 2015, 3.3 hours on (B)(6) 2015 and to 25 percent on (B)(6) 2015 after 0.3 hours. The left side was programmed to 4.8v, 120 usec, 180 hz and had a therapy impedance of 638 ohms. The right side was programmed to 3,9v, 170 usec, 180 hz and had a therapy impedance of 352 ohms. The recharge interval was calculated and the ins was estimated to be low at 3.45 days and empty at 4.6 days. The manufacturing representative planned to meet with the patient in the next couple of days.